Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy around (B)(6) 2020. Diagnostics revealed high impedances. X-rays confirmed that the lead was outside the epidural space. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue.

Event description:
Additional information received indicates that the lead was implant in 2013. Exact implant date is unknown.

Event description:
Additional information received indicates that the lead migrated outside the epidural space. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo. Per (B)(4), no checklist was initiated as the complaint can be confirmed through visual inspection.